Event description:
A nurse alleged that four (4) patients had experienced an allergic reaction after possibly being exposed to caviwipes 1. This is the second of four (4) reports.

Manufacturer narrative:
Caviwipes 1 was used to clean the surface of the blood pressure cuff that the patient had worn to monitor her blood pressure. The complainant alleged that the patient experienced a reactions of redness, itchy, burning sensation, rashes and blisters where the blood pressure cuff was worn. Diphenhydramine was provided for the patient for treatment; however, the medication did not alleviate her symptoms. The doctor prescribed a topical cream and an oral steroid for treatment. To date, patient is doing fine and all of her symptoms have subsided. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no investigation can be conducted.

Manufacturer narrative:
The correct date is (B)(4) 2013.